Event description:
Customer reports to have received a button error alarm. Customer's blood glucose was 83 mg/dl. After troubleshooting, customer was advised insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the device had intermittent button response due to moisture damage keypad trace. The device had minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip.